Event description:
It was reported that the patient experienced elevated glucose readings after placing the infusion connector on the outside of the pump, which was resolved by performing a full supply change and correctly reconnecting the system; no alerts or alarms were reported, and the blood glucose at follow-up was 109 mg/dl. Symptoms included perceived hyperglycemia. Outcomes included restoration of normal operation without clinical intervention or hospitalization. Investigation included customer troubleshooting and education. Investigation of this case revealed user setup error related to the connector placement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.